Event description:
The following complaint was reported by a health care professional: hip replacement pt -female pt had her other hip replaced in (B)(6) and aquacel surgical was used post operative and recovery was normal without any reaction to the hydrocolloid. On day five post operative on second hip, she complained of itching and when the dressing was taken down, the area covered by aquacel; was as it should be but the area covered by the hydrocolloid was excoriated with some blistering.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The pt was antibiotics, piriton and the wound covered with mepore with duoderm on the blistered area and the condition of the surrounding skin improved. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on january 09, 2014.